Manufacturer narrative:
Contradicting information was provided by the customer. Investigation has been performed to the most possible extent, however, not all product and information has been provided despite good faith effort was performed. It could be concluded that the two invasive measurement resulted from two different arteries (femoral - picco2/ radial - additional patient monitor). In general: invasive methods of blood pressure measurement are considered to provide more accurate values. The vastly deviating value of the oscillometric reading in comparison to the invasive values casts doubt on its accuracy. This is supported by the fact that both reported invasive measurements are in a similar range compared to the upper arm cuff. Therefore the third non-invasive measurement is regarded as insufficient. Device has been inspected, no deviation could be detected. Visual inspection revealed an oxidation of the pins of the pressure, but it could be concluded that this issue did not lead to the extent of value difference as reported, as the cable worked as specified. A hardware problem of the picco2 and its accessories is regarded as unlikely, as only the systolic values differentiated, whereas the diastolic blood pressure values were similar. A review of DHR could not identify any non conformities or deviations relevant to the reported issue. Concluding the results above, no product problem could be found. There is no evidence of a systematic production or design problem as there is no trend. The complaint rate is very low (<1%) for more than 150,000 applications per year. It cannot be excluded that patients or user related causes contributed to the event, however contradicting information has been provided. The IFU state: "if a zero adjustment is not performed, the blood pressure values may be incorrect. Zero adjustment of the pressure transducer is mandatory." According to the customer, the zero adjustment was performed. This statement cannot be confirmed or negated. Based on the information above this complaint will be finally closed. This evaluation indicates that the device did not fail to meet its specification. Upon the event occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. No trend has been identified, the trend rate is below <1 %. The issue will be further monitored on the market in order to identify trends.

Event description:
Manufacturer reference: # (B)(4).

Manufacturer narrative:
Further information surrounding the event has been requested. As the circumstances are not fully clear, it is not known if the involved pulsion product led to this problem. It was provided that the patient is dead. Provided information do not indicate a relation between the death and the malfunction of the pulsion device. Follow up with the hospital regarding the death is ongoing and the report will be updated accordingly if contradicting information is received. A supplemental emdr will be sent when the investigation is completed. Device not returned yet.

Event description:
It has been reported that the blood pressure values between picco2 (169 mmhg/110 mmhg), second invasive measurement (139 mmhg/105 mmhg) and cuff (70 mmhg/ 50 mmhg) deviated sporadically, whereas both invasive measurements were observed by the same femoral artery within the same time. The value discrepancy has been detected by monitor´s alarm. The customer was unsure which one to be used. A zero adjustment was performed every 10 minutes in order to get a blood pressure value. After zeroing values have been correct sometimes. There was no value discrepancy between picco2 and the bedside monitor. The patient has been under medication: noradrenaline (>18/kg/min, aprox. 10ml/h) and dobutamine (78/kg/min). No serious injury occurred; there were no consequences for the treatment. Further information surrounding the event has been requested. As the circumstances are not fully clear, it is not known if the involved pulsion product led to this problem. It was provided that the patient is dead. Provided information do not indicate a relation between the death and the malfunction of the pulsion device. Follow up with the hospital regarding the death is ongoing and the report will be updated accordingly if contradicting information is received. Manufacturer reference #:(B)(4).